Manufacturer narrative:
Corrections: d4 catalog number updated. H6 type of investigation b13 removed. H6 component code changed from g04105 to g07001. The investigation for the positioning issue and product damage has been completed. The cause of the deliver issue was determined to be patient condition as the patient had small vessel size and vessel angle preventing successful delivery of impella. The cause of the product damage was most likely due to patient's condition due to patient's vessel angle and size.

Event description:
The user facility reported a 65-year-old male, who during insertion, the impella 5.5 was difficult to be pushed through the axillary artery. Impella 5.5 kept getting coiled in the artery and was unable to be passed through the axillary into the aorta. There was no patient harm reported. A different device was successfully inserted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.